Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with two neurostimulators for other chronic/intractable pain (trunk/limbs) and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that the patient had two systems implanted. A doctor put one system in epidurally and it did not have the same results as the system it replaced. Additional information received from the rep reported that the plan was to explant the epidural system and trial to attempt to cover leg and low back pain. The rep didn't know when the patient experienced issues with the systems. The explant case was scheduled for (B)(6) 2016. Additional information received from the rep on april 27, 2016 reported that both devices were explanted and that the ins had depleted. No interrogation was done for either. The trial had not happened yet and it would likely be done in june.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.